Event description:
The ge oec 9800 fluoroscopy system was reported to lock-up during use. Communication failure error also displayed.

Manufacturer narrative:
A ge oec service rep investigated the issue and performed a cpu upgrade including cine parts and associated components for compatibility. The system was tested, found to be operating as intended, and released to the customer for use. No patient injury or harm was reported as a result of the noted malfunction.